Event description:
It was reported to boston scientific that a sensation snare was used in digestive tract for an endoscopy polypectomy procedure performed on (B)(6) 2026. During the procedure the snare did not cut sharply the target polyp and presented retraction issues. Procedure was completed with an alternative device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of device failure to cut.